Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the caller through inspecting the pump and cartridge, ensuring no debris or damage was present. After initial attempts failed, they assisted in filling a new cartridge and successfully guided the caller through the loading process, enabling the resumption of insulin delivery.